Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in shock impedance measurements over the prior year of up to greater than 125 ohms. No noise was observed. Boston scientific technical services (ts) discussed continued monitoring and future troubleshooting options if the shock impedance measurements continued to increase. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a gradual increase in shock impedance measurements over the prior year of up to greater than 125 ohms. No noise was observed. Boston scientific technical services (ts) discussed continued monitoring and future troubleshooting options if the shock impedance measurements continued to increase. No adverse patient effects were reported. The device remains in service.